Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on MFR 0002023141-2018-00875. Note: were re-entered because these fields are required

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight was not provided. Additional 510k: k013227.

Event description:
It was reported that after placing the implant the mount did not disengage. Implant was removed and another implant was placed during the same surgery.